Event description:
While using the dexcom g6 cgm sensor applicator on my (B)(6) year-old, the cannula/needle did not automatically retract after insertion. The sensor had to be forcefully removed while the needle was stuck in him. After contacting dexcom, the technical agent indicated that devices with the same lot number are more prone to failure but are not recalled or offered to be exchanged. This problem has been documented by many users online and dexcom is not addressing the quality deficiency. FDA safety report ID # (B)(4).